Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The device was not returned for investigation. The cause of the pump issue was an open electrical line at the red handle, resulting from excessive force, as indicated by the provided clinical details.

Event description:
The user facility reported a 86-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant had a 12 day support with a 5.5 pump when the patient wrapped foot around and broke the white cable and caused the pump to stop. The 5.5 pump was replaced and support proceeded with a new pump via the same access site.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿